Manufacturer narrative:
Per tandem's t:slim user guide: the intended use of the t:slim system is for the continuous subcutaneous insulin infusion (csii). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was plugged in to charge and smoke was noted to be coming out of the usb port. Subsequently, the pump was unable to be charged despite the attempt of multiple usb cables, wall adapters and power sources. There was no impact to the customer's blood glucose level as the customer was not using the pump to infuse insulin. The customer was using the pump to infuse medication (solucortef).